Manufacturer narrative:
(B)(4).

Event description:
It was reported that far field p-wave sensing on ventricular channel was noted via merlin.net transmission. Far field sensing was inhibiting bi ventricular pacing. Programming changes were recommended. Dft and further actions will be discussed with the physician.